Manufacturer narrative:
Insulin pump was received in with a protruded/loose drive support disk. Cracks to the reservoir tube lip, battery tube threads and a scratched display window also noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that the batttery cap was cracked and the drive support cap was loose. Advised to discontinue use of pump and return while replacement was being sent. Customer blood glucose level was 128 mg/dl during time of reporting. Advised customer that the insulin pump will be replaced. Nothing further reported.